Event description:
In 2006, the pt was implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure. In 2007, the pt had a reintervention for treatment of a type ii and a possible type iii endoleak. The pt's left limb was "re-sheathed" with a medtronic device. Further investigation is pending.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Endoleak. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleak. Add'l device(s) related to this event.